Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was rpeorted that an occlusion alarm occurred. The customer's blood glucose (bg) level was "high," exact value was not provided. Customer changed the pump supplies to address elevated bgs and resolve occlusion alarm. Subsequently, when loading a new cartridge, it did not fit on the pump. Customer changed the cartridge to resolve the issue.